Event description:
Technician alleged that the brake was not holding. No pt impact.

Manufacturer narrative:
The technician found the sims screws broke inside the hex rod hole. The technician replaced the broken head section and foot section hex rod and the sims screws to resolve the issue.